Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced wound dehiscence, infection and drainage at the implant site and subsequently was treated with IV antibiotics (specific date and duration not reported) and managed with periodic wound dressings. Partial improvement was observed, however, drainage at the implant site recurred, exposing the implant (specific date not reported). Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025, for skin flap revision, wound washout and repositioning of the device. The implanted device remains and patient is in the process of recovery.